Event description:
Information received from a consumer patient with an a implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient was having "trouble" with their pain pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.